Event description:
It was reported the patient is experiencing leg discomfort and pocket heating not related to recharging. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Corrected data: the awareness date was inadvertently entered as (B)(6) 2015 and has been updated to (B)(6) 2015 to align with information received from the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.